Manufacturer narrative:
Date of event is estimated. It is unknown which lead migrated. Hence, both leads are reported. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02994. It was reported that patient¿s one of the leads migrated. As such, surgical intervention was undertaken on (B)(6) 2019 wherein the leads were explanted and replaced with a new lead. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
A lead replacement surgery due to lead migration was reported to abbott. It is not known which of two leads migrated; therefore, both are included in this record. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-02994. Additional information received indicates patient experienced ineffective and loss of therapy with the lead migration.